Event description:
It was reported that, during a tonsillectomy and adenoidectomy surgery, the generator coag setting registers 0 when the wand was plugged in and could not be changed. The procedure was successfully completed with a bovie. It is unknown if there was a delay in the surgery and no patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found the flow control connector is damaged. Functional evaluation revealed that the flow control valve was not able to be tested due to the port being damaged and not able to connect therefore functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.